Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted. The lead exhibited high pacing thresholds and was repositioned several times, but the screw would not retract after multiple attempts. The physician then pulled out the lead and decided to use a new lead. No adverse patient effects were reported.